Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported in approximately (B)(6) 2010, the patient sought treatment with the doctor for pain in her lower back and legs. In the fall of 2010, the doctor performed an l5-s1 fusion on the patient. Following this surgery, the patient suffered continued and increasing pain. On (B)(6) 2012, the surgeon performed second surgery on the patient, consisting of a c5-c7 fusion surgery. Post operatively, patient's pain increased, and the surgeon recommended her to undergo another surgery. On (B)(6) 2012, the surgeon performed a t5-l1 fusion, utilizing rods and screws. Rhbmp-2/acs was implanted during all these fusion surgeries. Prior to the surgeries, the patient could walk unassisted and drive. She, reportedly, now is unable to do these things. She also cannot complete everyday household tasks.

Event description:
It was reported that the patient underwent a spinal surgical procedure using rhbmp-2/acs. Reportedly, the patient¿s post-operative period was marked by increasingly severe pain. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and nerve impingement at or near the implant site.